Manufacturer narrative:
On november 11, 2020, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient's baker grade was level IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast prosthesis and experienced capsular contracture, baker grade unknown on the left side post-operatively, which was confirmed by a physician via physical exam. As a result, the patient underwent explantation on (B)(6) 2020.